Event description:
A report was received that following an explant procedure, the device analysis revealed the lead was fractured at the distal electrode array. There were no abnormalities detected on the lead prior to the explant procedure. It is unknown what caused the fracture.

Event description:
A report was received that following an explant procedure, the device analysis revealed the lead was fractured at the distal electrode array. There were no abnormalities detected on the lead prior to the explant procedure. It is unknown what caused the fracture.